Event description:
The customer called to report that she went to urgent care due to a high blood glucose reading of 568 mg/dl. The customer was not feeling well enough to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.